Manufacturer narrative:
Inspection of the returned pod found all three battery voltages to be low. An external power supply was required to retrieve pod data. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. Inspection of the pcb assembly revealed contamination on the qn3000 chip of the pcb, resulting in the low battery voltages. It could not be determined if the contamination was in anyway linked to the reported event. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone14.4, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found contamination of the qn3000 chip inside of the pod. The device was originally reported due to the patient experiencing high blood glucose levels.